Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the right atrial (ra) lead exhibited noise oversensing resulted in inappropriate mode switch and atrial tachycardia/ atrial fibrillation (at/af) episodes. No changes or intervention were done as the noise signals were too large to program around; the ra lead will continue to be monitored remotely. The patient was in stable condition.